Manufacturer narrative:
Per tandem's pump user guide: if you manually stop insulin delivery, you must manually resume insulin delivery. The automated insulin dosing feature does not automatically resume insulin if you decide to stop it manually. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized with a high blood glucose (bg) level of 400 mg/dl; the cause was due to the customer experiencing a resume pump alarm and "other issues" that stopped insulin delivery. Reportedly, the customer purposefully suspended insulin prior to receiving the resume pump alarm. No further information was provided regarding the ¿other issues¿ that reportedly stopped insulin delivery. The customer was treated with IV and fluids of saline and insulin and was released from hospitalization after two days.